Event description:
Caller reported a malfunction on the pump but did not indicate any notable events prior to the issue. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support decided to replace the pump, and the caller will use an alternate form of insulin therapy, specifically multiple daily injections (mdi), until the replacement is received. The caller was instructed on how to return the problematic pump and acknowledged the steps needed upon receiving the replacement, which would come equipped with updated software.